Event description:
Baxter (B)(4) received a report of an infusor, 2x2 ml/hr basal/bolus, that had overinfused during patient use. The total fill volume was 90 ml. The volume of 29 ml was infused over the course of 8 hours. The device was filled with a solution of 15 ml of 0.35% ropivacaine hydrochloride hydrate , 1 ml of droperidol, 1 ml of morphine hydrochloride, and 73 ml of saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Baxter received one sample containing no fluid in the reservoir and a connected patient control module (pcm). Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 1.90 ml/hr, calculated bolus flow rate = 1.93ml/hr, normalized basal flow rate = 1.94 ml/hr, normalized bolus flow rate = 1.98ml/hr, specification range = 1.75- 2.25 ml/hr. The pcm: average dispensed volume = 1.87 ml/hr, specification range = 1.80- 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.